Event description:
It was reported that the stent procedure was to treat pt with previous bypass surgery of the cx and lad, in which the lesion in the mid right coronary artery was 99% stenosed. No pre-dilation was performed and the device was prepared at neutral. The stent delivery system (sds) would not cross the lesion and it was pulled back, but not removed from the pt. The sds was pushed back in and it did cross; however, there was no pressure after 4 atm. Fluoroscopy showed that there was a dissection, the sds was deflated and an attempt was made to remove it; however, it was stuck in the stent. The physician was concerned about the right coronary artery, so the pt was taken to surgery and the sds was removed for the pt.